Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an idiopathic vt case, a pericardial effusion was noticed in the patient. They reported that there was a drop in blood pressure on the patient. The pericardial effusion was confirmed via intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, and about 200cc of fluid was removed. Cardiothoracic surgery is being considered for further management. The auto-transfused back 3l of fluid. The physician does not believe that the issue was caused by ablation. The patient's blood pressure was stable at the time. Additional information was received indicating the physician¿s opinion on the cause of the adverse event is that it was procedure related. The physician stated that he believes the effusion was caused by a catheter in the right ventricle. The only two catheters on the right side during the procedure were an 8fr soundstar catheter and a 6fr bwi quadrapolar catheter. Device investigation details: on 26-feb-2023, additional information received indicates the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. It was also reported the product code or lot number is not available for this device. As such, a manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4) has two reports: (1) this report for product code unk_soundstar catheter.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an idiopathic vt case, a pericardial effusion was noticed in the patient. They reported that there was a drop in blood pressure on the patient. The pericardial effusion was confirmed via intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, and about 200cc of fluid was removed. Cardiothoracic surgery is being considered for further management. The auto-transfused back 3l of fluid. The physician does not believe that the issue was caused by ablation. The patient's blood pressure was stable at the time. Additional information was received indicating the physician¿s opinion on the cause of the adverse event is that it was procedure related. The physician stated that he believes the effusion was caused by a catheter in the right ventricle. The only two catheters on the right side during the procedure were an 8fr soundstar catheter and a 6fr bwi quadrapolar catheter. The patient¿s outcome from the adverse event was reported as improved. The patient¿s condition stabilized after draining and then proceeded to the vascular surgery team for surgical intervention. The patient required vascular surgery intervention after the pericardium was drained. Transseptal puncture was not performed. The physician entered the left ventricle retrograde through the artery in the groin. Prior to noting the pe or CT, ablation was performed, 40 seconds of ablation had been performed prior to noting the pe. No evidence of a steam pop occurred. The event occurred during the ablation phase. The flow settings were set to the standard and recommended settings for an stsf ablation catheter. Correct catheter settings were selected on the smartablate generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. The flow settings were set to the standard and recommended settings for an stsf ablation catheter. No error messages were observed during the procedure. Force visualization features used was dashboard, vector and visitag. Parameters for stability for the visitag module used was range: 3mm, time: 3 seconds, force over time (fot) 25% of the time at 3 grams, tag size 3mm.the respiration gating filter was selected. Color options used prospectively was impedance drop, 5-10 ohms. Per the physician's opinion, the event is attributed to a catheter in the right ventricle. The catheters noted in the right ventricle at the time of the event are 8fr soundstar catheter and a 6fr bwi quadrapolar catheter. At this time, the two diagnostic catheters have been assessed as reportable to us FDA as a conservative approach to align with the physician's opinion. If further information is received, the reportability will be re-assessed.